Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A return good authorization number has been issued. At this time, the suspected device has not been returned for evaluation.

Event description:
The customer reported vent inop and transducer fault alarms on the vela ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.